Event description:
The patient called and reported that from implant one of their leads had moved out of position three times but they finally got it to stay. Follow-up was conducted with the clinic and from the information obtained it was reported that the physician had trouble positioning the left ventricular (lv) lead during implant. Then about a week later the lv lead had pulled back and was causing diaphragmatic stimulation. The lv lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2012. (B)(4).